Event description:
A caller reported experiencing a cartridge alarm 20 with their pump. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range, indicating no adverse impact on their health. The pump was under warranty, and technical support decided to replace it. The customer was informed about putting the pump into storage mode and returning it to tandem. A replacement pump was sent, and the customer understood the steps to take upon receiving it, including using a backup therapy to maintain insulin delivery.